Manufacturer narrative:
The incident sample was not returned for eval therefore an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip sys includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The report stated that during a radio frequency ablation procedure, water leaked at the connection between needle electrode and the tube. Another needle electrode was used to complete the procedure. No pt injury was reported.